Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle and ligator housing) was analyzed, and a visual evaluation noted that the ligator housing returned with the seven bands attached, some of them were moved and overlapped, and the bands were torn. The handle slot had the trip wire inserted. The trip wire and the suture thread were cut, possibly it was cut off to remove the device. The teeth of the ligator housing were bent/damaged and the suture hole of the ligator housing was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands in the ligator head were moved and overlapped, the ligator housing teeth were found bent/damaged. This suggests an incorrect application of tension to the suture thread at the time of deployment, causing the bands to move, overlap, and twisting them until they torn. It is possible that the technique used, or the patient's anatomical conditions could have contributed to this event. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used to treat gastric varices; however, per the speedband superview super 7 multiple band ligator IFU, "the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use." Additionally, this device was also used in a manner inconsistent with the instructions for use (IFU) as this device was used after the expiration date; however, per the speedband superview super 7 multiple band ligator instructions for use, "rotate inventory so that products are used prior to the expiration date on package label."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a ligation procedure to treat gastric varices performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used to treat gastric varices; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported site is not described in the indications for use.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a ligation procedure to treat gastric varices performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used to treat gastric varices; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported site is not described in the indications for use.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a ligation procedure to treat gastric varices performed on (B)(6), 2023. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used to treat gastric varices; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported site is not described in the indications for use.